Event description:
My eye became tender, swollen, light sensitive and watering. I contacted my dr who told me to use warm compresses and rest the eye to see if it helped. Several days later my eye was better, but it took almost a week for the swelling to subside completely. I just found out that the contact solution I was using was recalled and believe this has something to do with the eye trouble. Amo complete moisture plus lot #ab02186, exp. 06/08.